Event description:
It was reported that the lead had varying impedances between 600 to 1056 and potential increase in oversensing. The manufacturer's technical services recommended installing a lead integrity alert and monitoring the patient closely. The physician chose to complete a reversal of the lv lead to the rv port and rv lead to the left port was completed due to patient history of subclavian occlusions, age, and previous system components in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.